Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found the downstream occlusion sensor (dso) was degraded. The customer concern was duplicated, the pump was replaced, the camshaft, the valves, the expeller and also after a visual inspection it was found that the dso seal was degraded and was replaced . Performance verification tests performed. All tests passed within specifications.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was over infusing. The issue was discovered during testing. There was no patient involvement.